Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated accutni result within the risk stratification range for one patient generated by access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory. The patient was redrawn and tested on the same instrument and higher results within the risk stratification range (outside of the stated accutni precision assay claims) were obtained. Affect to patient or treatment is unknown.

Manufacturer narrative:
Specific sample collection device and centrifugation information have not been supplied to date. Qc results performed within the customer's established limits. On (B)(6) 2011, system check was performed and both passed within instrument specifications. On (B)(6) 2011, a bec field service engineer (fse) verified instrument hardware per established procedures and the results met published performance specifications. Fse was unable to detect any issues with the instrument. A definitive root cause has not been determined to date. This MDR is associated with mdrs: 2122870-2011-02246, 2122870-2011-02247.

Manufacturer narrative:
(B)(4).